Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a stent was clogged in the instrument channel tube. The cause of the material remaining in the device could not be specified. It is unknown if there was damage damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the forceps channel of the evis lucera duodenovideoscope was jammed with a bile duct stent. The issue was found during a therapeutic removal of the bile duct drainage tube. It was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps could not be inserted nor removed due to a jammed stent. In addition to the reportable malfunction, the following were noted: adhesive on the bending section cover had a white-clouded area; paint on the air/water-cylinder and the suction cylinder was peeled. The following components had a scratch: the image guide protector, switch 1, the protector of the universal cord on the suction connector side, and the light guide lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.